Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18151301 presented no issues during the manufacturing process that could be related to the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
While being implanted, a 7f (80cm) smart stent 12x40mm was slightly deployed at the beginning but jumped suddenly and was implanted to the unexpected part; therefore, additional stent(s) were needed. There was no reported patient injury. The movement of the complaint device has never been seen before. The blood vessel was severely tortuous so, tension might have been applied due to severe tortuosity. There was no reported patient injury. The device was returned for analysis. A non-sterile unit ¿smart 7fr (80cm) stent 12x40mm¿ was received coiled inside a clear plastic bag. The unit was unpacked to proceed with the evaluation. The unit was returned at the retracted condition with the stent fully deployed; the stent was included in the packaging. The stent was inspected observing that does not present any damages or anomalies and is properly expanded as expected. The locking tab was not returned. Several kinked conditions were observed located approximately on 59, 72, and 79 cm from the distal tip. No other outstanding details were observed. Dimensional analysis was performed to verify the usable length of the device and was found within specification. Functional analysis was not performed due to the unit was returned fully deployed. However, the deployment process was simulated activating the mechanism, and the unit performed as expected and no anomalies were observed. A product history record (phr) review of lot 18151301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) ~ deployment difficulty-inaccurate placement¿ was not confirmed, the unit was returned fully deployed and the usable length was found within specification. However, several kinks were observed on the returned device. The exact cause of these kinks could not be conclusive determined during the product analysis. Procedural or handling factors might have contributed to this issue. As it was reported that the vessel was ¿severely tortuous so, tension might have been applied due to severe tortuosity¿. According to the instructions for use (IFU) ¿stent placement ¿ precautions. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while being implanted, a 7f (80cm) smart stent 12x40mm was slightly deployed at the beginning but jumped suddenly and was implanted to the unexpected part; therefore, additional stent(s) were needed. There was no reported patient injury. The movement of the complaint device has never been seen before. The blood vessel was severely tortuous so, tension might have been applied due to severe tortuosity. Additional information was requested; however, could not be obtained. The device is expected to be returned for evaluation.